Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic roux-en-y bypass procedure. The stapling device was being applied to the gastric pouch. The reload was fired over the gastric tissue by the powered stapling handle and the I-beam was fully retracted, but would not open. In order to resolve the issue and complete the case, the xl robot grasper arms were required to open the jaws of the reload after firing and retraction of the I-beam. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reloads were fully fired. The first reload was returned fully fired with the distal cartridge suture still secured. The suture was removed manually and the living hinge was found to have a witness mark of the suture pressed into the nylon portion with deformation at the top edge of the living hinge nylon block. This witness mark and deformation on the nylon block suggests that the suture was press fitted into the cartridge¿s distal cinch slot with more retention force than the living hinge could displace to release the suture. A cross-functional review of this condition determined that no corrective activities were required to address this root cause. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.